Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded, the device to depuy orthopaedics raynham. Which, conducted a visual inspection of the returned device. On examination of the returned complaint unit revealed, that the device was returned opened and with the original packaging. Additionally, an adhesive-like foreign matter was found on the returned implant. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device [150400223 /150400223] number. And no non-conformances/manufacturing irregularities were identified, during manufacturing. Device history review: a manufacturing record evaluation was performed, for the finished device [150400223 /150400223] number. And no non-conformances/manufacturing irregularities were identified, during manufacturing.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that attune femoral right implant was opened and residue was on posterior femoral condyle. The implant was removed from surgical field and a new implant was opened. No surgical delay.